Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 4 days post implant the perfusionist reported that the patient experienced multiple speed drops, pump stoppages, and power elevations greater than 30 watts. A decision was made to exchange the device. The patient underwent a pump exchange and the explanted device will be sent in for evaluation. The patient remains ongoing on the new lvad.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for evaluation. No further information is available at this time. A supplemental report will be submitted when the device investigation is completed.

Manufacturer narrative:
The user facility report (B)(4) was received from the (B)(4) registry. Due to the device not being available for evaluation and no log files being submitted at the time of the event, the report of suspected pump thrombosis, power elevations, and pump stops could not be confirmed. The patient remains ongoing on lvad support and no further related issues have been reported. However thrombosis is listed in the device's instructions for use (IFU) as an adverse event that may be associated with the use of the left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: the patient was also positive for factor v leiden. According to a user facility report received from the (B)(4) registry, the patient developed pump thrombosis and the device was exchanged on (B)(6) 2013. The clinical specialist went back to the account and attempted to obtain further information on the event; however, the account was unable/unwilling to provide further information. Although the vad coordinator reported that the pump was returned, the manufacturer's records indicate that the pump was never received.